Manufacturer narrative:
Follow-up # 1 (07/07/2014)-device evaluaution:the meter involved with this complaint has been returned and was evaluated on 06/30/2014 by lifescan product analysis with the following findings: an error 4 message was found in the errorlog but no error message was produced when tested. The meter has passed testing with no faults found. The test strips were returned and evaluated on 07/02/2014 and when tested with control solution gave error 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.